Event description:
The customer stated that he was hospitalized, due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump passed the displacement, prime and self tests. The programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.